Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed anterior leaflet. According to the instructions for use, system preparation was performed and the steerable guide catheter (sgc) and clip delivery system (cds) were safely inserted. When the prolapse portion was grasped and the clip was closed, a new jet appeared from the valve abdomen. Upon closer examination, it was determined that the anterior leaflet was perforated with a clip arm. The xtw clip was safely retrieved, and two xt clips were implanted at a position deeper than the perforation to cover the mr of the prolapse portion and the mr of the perforation. The mr was reduced to grade 1-2. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be due to the patient's anatomy (thin leaflets). The reported tissue injury is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.